Manufacturer narrative:
Product event summarythe device was not returned for analysis. However, performance data collected from the device was received and analyzed.analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, high threshold and a possible fracture. During the revision procedure, it was determined that the pin of the lead had been extended and there was a connection failure. The device was replaced and the lead remains in use. The no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.